Manufacturer narrative:
(B)(4).

Event description:
It was reported that the impedance was out of range and due to that the device was explanted. There were no adverse consequences for the patient before, during or after the procedure.